Manufacturer narrative:
On (B)(6) 2019, the healthcare professional reported that date of explantation is (B)(6) 2019. The relevant field has been updated. On 10/8/19, the suspected medical device was returned for evaluation. On 10/17/19, the investigation on the suspected medical device was completed. Investigation summary: during analysis of the sample, a tear was found in the posterior view, measuring approximately 4.9 cm. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. Causes of gel-filled implant rupture include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a revision breast augmentation with two 300cc mentor memorygel breast implants experienced postoperative left-sided rupture, right-sided seroma, and suffered several unexplained systemic symptoms, including breast pain, itchiness, fatigue, neck stiffness, and foot pain. The root cause of the patient¿s symptoms is unclear. The left-sided rupture and the right-sided seroma were visualized via MRI performed on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left prosthesis.